Event description:
On (B)(6) 2009, (B)(6) reported to resmed that one of their pts called emergency services and received breathing therapy for smoke inhalation, due to an alleged malfunction of a resmed CPAP unit.

Manufacturer narrative:
On (B)(4) 2009, the complaint unit was received at resmed corp., located in (B)(4). Visual inspection of internal and external components of the flow generator was performed. All electrical connections were observed to be mounted and secured properly with no signs of burning. The unit was found contaminated with a strong cigar/cigarette smell. Based on the visual inspection and the info available, resmed finds no evidence that a device malfunction occurred.